Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the white pulse wire of the belt connector assembly was severed near the connector end. The cause of the adjust belt messages is the severed white pulse wire. The cause of the severed white pulse wire cannot be positively identified but it is likely that the wire was cut too short at assembly during servicing the last time the monitor was at zoll. No adverse event resulted from the damaged pulse wire. The pt received a replacement monitor.